Event description:
Because of bilateral pulmonary emboli, the decision was made that the pt should urgently be taken to surgery for placement of an inferior vena cava filter. This was done around 2300 hrs on 7/28/94 and extended into the early hrs of 7/29/94. A follow-up film was taken after placement of the filter and showed that the filter was not located in the inferior vena cava, but was in the proximal right common iliac vein. It was decided that the pt should be transferred to another facility in the city for placement of a left iliac vein filter. Rptr later learned that this pt expired at the receiving hospital.